Manufacturer narrative:
Bed located in bed shop. Found the right head side rail will not lock in the upright position due to broken side rail release lever. Replaced the release lever to resolve this issue.

Event description:
Facility staff alleges that the right head side rail will not lock in the upright position. No injury reported.